Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient exchanged controllers outside of the hospital for an unknown reason. The patient switched to the new controller but the pump would not turn on. The paramedics confirmed that the driveline was correctly inserted into the new controller and that the new controller was connected to power. The screen reportedly showed the controller charging. The patient ended up switching back to the original controller after which the pump restarted. No patient symptoms were reported during this event. The event log recorded driveline disconnect and left ventricular assist device off alarms at 6:23:29 pm where the driveline was disconnected from the controller as mentioned and reconnected at 7:19:09 pm. The log file also displayed strings of intermitted low flows on (B)(6) 2022 which seemed to be due to patient condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed the reported driveline disconnect and ensuing system stoppage as well as low flow events. According to the account, the low flows were due to the patient¿s hypertension. A direct correlation between and the reported hypertension could not conclusively be determined through this evaluation. The primary controller event log file captured driveline disconnect alarms starting on 25jul2022 at 18:23:29 when the driveline was disconnected from the controller, and the driveline was reconnected an hour later at 19:19:09. Com a, com b, low pump current, power a broken, and low speed faults were captured during this event. Transient low flow fault flags were captured on 26jul2022 when the estimated flow dropped below the threshold of 2.5 lpm. These faults resulted in a total of 9 low flow hazard alarms. No other atypical events were captured. Despite these alarms, the pump appeared to function as intended. The backup controller event log file contained relevant data from 25jul2022 17:17:53 through 26jul2022 07:07:34. The file did not record any data where the driveline was connected to the controller, and it was not confirmed that the driveline was connected to this controller. The lvad event log file captured software reset, rotor displacement, lvad opc, and not initialized faults on 25jul2022 shortly after 18:22:13, consistent with the driveline disconnect. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No product is available for investigation. The relevant sections of the device history records for were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 24aug2020. The heartmate 3 lvas IFU lists hypertension as an adverse event that may be associated with the use of heartmate 3 lvas.. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm and low flow alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided that the low flow alarms were due to hypertension and were treated with blood pressure medication. Related MFR # of system controller hsc-105206: 2916596-2022-12584. Related MFR # of system controller hsc-087631: 2916596-2022-12585.